Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that pump touch screen was intermittently unresponsive. Customer¿s blood glucose ranged from 100 mg/dl to 120 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.